Event description:
It was reported that the patient received inappropriate therapy due to oversensing of the atrial signal on the ventricular channel. Lead dislodgement was noted via imaging. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.